Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, the reported problem was confirmed. In addition, a non-olympus illumination lamp had exceeded 300 hours of recommended use, and excessive thermal paste was detected. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported to olympus that the power switch was broken on the evis exera iii xenon light source when preparing the device for use. There were no reports of patient harm.